Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of linear 7.5 f 40cc balloon catheter the top part of balloon failed to fully inflate. The balloon was removed and another balloon was placed. No harm to the patient was reported.